Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported incomplete coaptation was due to challenging patient anatomy. The reported additional therapy/non-surgical procedure was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a thin and restricted posterior leaflet. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. Then a few minutes later, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, two additional clips were deployed to stabilize the slda. The physician stated the slda was due to the thin leaflets. Three clips were implanted, reducing mr to 1. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.